Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: 03-jul-2017, UDI#: (B)(4); product ID: 3389-28, serial/lot #: (B)(4), ubd: 24-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had high impedance on the left side of the system in (B)(6) 2018. The patient's ins was being explanted and replaced due to normal battery depletion, and during the procedure the surgeon decided to measure the impedance intraoperatively. There were no reproducible impedance values during the procedure. The extensions were explanted and replaced. The next day, the surgeon also decided to explant and replace the leads. It was stated that the patient is prone to falls. After replacement of the leads the impedance is okay and the patient is doing okay with no side effects. No further complications were reported or anticipated. Additional information was received. It was stated that the high impedance was probably the reason for the falls. Refer to manufacturer report #9614453-2019-01364 for details pertaining to the reportable related event.